Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented to the hospital for unrelated orthopedic surgery, low sensing and high capture threshold were observed. The lead was capped and replaced. No adverse consequences to the patient.